Manufacturer narrative:
Device #5: investigation is not complete. No complaint was stated against this component. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00091, 00092, 00260, 000261. This event occurred in (B)(6).